Event description:
On (B)(6) 2012, the home patient (hp) contacted baxter technical services regarding an unrelated alarm. During the conversation, the patient reported having peritonitis. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding the peritonitis event. The following information was reported. Approximately 2 years ago, the patient began peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient was diagnosed and hospitalized for peritonitis. The nurse did not know the cause of the peritonitis, but stated it was possible the patient had a touch contamination. The nurse could not confirm if there was a touch contamination, as the patient told her that "he was doing everything normal" and denied having a breach. The patient was treated with ancef and ceftazidime and his transfer set was replaced. On an unreported date, the patient was discharged from the hospital. On an unreported date, the patient had a reoccurrence of peritonitis. The patient was not hospitalized at this time. The patient continued antibiotic therapy. At the time of this report, the peritonitis was resolving and the patient's pd effluent was clear. The patient was retrained on aseptic technique. The pdrn did not know if the patient's solutions or disposables could have caused or contributed to the peritonitis events.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because the nurse reported a break in aseptic technique by the patient described as touch contamination. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Since the lot number was unknown, a batch review could not be performed.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.